Manufacturer narrative:
The pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella rp device. On day two of support, a suction alarm occurred, and purge flow dropped. The issue was unable to be resolved, and the patient was noted to be unstable and without right ventricle support. Consequently, the impella rp was explanted, and venoarterial extracorporeal membrane oxygenation support was emergently placed. Following the event, the patient was noted to be stable.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella was returned for evaluation. During inspection, the inflow of the pump was filled with biomaterial and heavy biomaterial was found wrapped throughout the impeller blades. Data logs were returned. The rise in purge pressure was gradual and there were motor current spikes corresponding to the start of the purge pressure rise. The purge flow and the pump flow was also noticed to be decreasing corresponding to the event. These all are the characteristics of a high purge pressure due to biomaterial. Therefore, the root cause of the high purge pressure issue was ingested biomaterial.